Event description:
A surgeon reported seeing cells from the edge of the capsular rhexis over the anterior surface of the intraocular lens (iol). This has been noted from week one to week three after implantation. He did not mention a specific number of patients but stated that in one or two patients this reaction occurred to a serious degree. Impact to the patients is not known. Additional information has been requested.